Event description:
It was reported that the customer was admitted to the intensive case unit of hospital due diabetes ketoacidosis and high blood glucose from (B)(6) 2021 to (B)(6) 2021 one day. Customer¿s blood glucose at the time of incident was over 600 mg/dl. It was stated that customer had a insulin pump issue, there was no warning that it was not delivering insulin. It was stated that the auto mode was not active at the time of incident.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information that provided with the initial report was not complete. The correct information has been included with this report in b5 section.

Event description:
The customer's wife reported via phone call that the customer was hospitalized due to diabetic ketoacidosis. It was reported that the customer had high blood glucose, diabetic ketoacidosis and was admitted to intensive care unit on august 28, 2021. It was unknown whether auto mode feature was active at the time of incident. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.